Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: unintended site. Time of malfunction: during stent deployment. Symptoms/ae: nonresorbable material unretrieved in body. Time of symptoms: during the procedure. It was reported that during a right internal carotid artery stenting, the stent was deployed above the target lesion and did not cover the stenosis. A second stent was placed to cover the entire lesion. There were no reported patient sequelae. The patient was discharged to home the next day. Although requested, no additional information is available. Study event.